Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the event happened on june 5th, and the event also occurred on june 15th.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: unknown); product type: ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery segment with a max diameter of 10mm and a 7mm neck diameter. The landing zone was 4.5mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure showed occlusion. It was reported that during the blood flow diversion dense mesh stent surgery, the surgeon first raised the fa-55150-1030 catheter to the distal blood vessel of the lesion. The surgeon selected a ped-500-35 stent, and the tip of the stent could not be opened after multiple attempts during the deployment process. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other device required to open the pipeline. Afterwards, the surgeon resheathed the stent retrieved the stent and withdrew it from the patient's body along with the catheter. It was found that the stent had great resistance to pushing, and the tip of the stent was rough and could not be opened normally. After the stent was completely deployed, the tip still could not be opened normally. Ped-500-35 was then replaced, and the overall deployment was smooth. Postoperative angiography showed that the stent morphology and wall adhesion were relatively good. There was no impact on the patient's treatment during this period. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that resistance occurred at the catheter tip. The stent tip could not be opened and was found to be damaged after being removed from the body.